Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket. According to the complainant, there was a tear noted on he side of the outer packaging of the device. There was no damage noted to the device itself. There was no patient involved in this event. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket.according to the complainant, there was a tear noted on he side of the outer packaging of the device. There was no damage noted to the device itself.there was no patient involved in this event. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned segura hemisphere basket revealed the basket would open and close without issue. Only the labeled mylar side of the pouch was returned, tyvek residue was present on the bottom and right side with the left side and chevron torn. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified were most likely due to some aspect of handling the device prior to use in the procedure; therefore, the most probable root cause for this complaint is handling damage.